Event description:
It was initially reported that the battery charge status icon on the autopulse platform indicated that the battery was depleted (no bars showing). However, the "status check" button on the battery indicated that the battery was fully charged. In addition, the indicator on the charger showed that the battery was fully charged and ready to be used. The same battery was put into a second platform and the battery charge status icon on this platform did not show that the battery was depleted. No adverse patient sequelae was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, it was observed that user advisory (ua) 10 (battery voltage out of range) and ua 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2014. Although the customer did not report this, ua 10 and ua 45 are considered reportable malfunctions.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/16/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed no visible or physical damages to the platform. A review of the autopulse platform's archive was performed and confirmed the initial reported complaint that the battery charge status icon on the autopulse indicated that the battery was depleted. The archive data showed that a user advisory (ua) 10 (battery voltage out of range (replace battery)) message occurred on the reported event date with li-ion battery with serial number (s/n) (B)(4) (MFR. Date: 04/2013). However, the archive did not show an indication of a low voltage battery on the reported event date. The archive was reviewed to assess the customer's battery management practices. An investigation conducted using the battery's sn found that the battery was within its expected life span of 2-4 years. Per the device instructions for use (IFU), every battery should be test cycled every 30 days. Given that this battery only had 17 test cycles and should have had 19 (+/-1), it can be concluded that this battery was not properly maintained. However, the battery was fully charged at time of use in the autopulse. Please note that no batteries were returned with the platform for evaluation. The archive also showed that a ua 45 (not at "home" position after power-on/restart) fault occurred on the reported event date. However, this fault was not related to the initial reported complaint. Functional testing was performed and the initial reported complaint was not reproduced. The platform ran for approximately 18 minutes with a test manikin and an initial test battery with no problems observed. The platform then ran for approximately 30 minutes with the large resuscitation test fixture (equivalently to 250 pounds patient) and a second test battery with no problems observed. These two test batteries that were used during functional testing were fully charged from the charger. In addition, the platform's battery charge status icon indicated that both batteries were fully charged (4 bars showing). The platform passed functional testing. Based on the investigation, no parts were identified for replacement. In summary, the initial reported complaint that the battery charge status icon on the autopulse indicated that the battery was depleted was confirmed based on the platform's archive review but was not reproduced during functional testing. The root cause for the ua 10 fault could not be determined. The ua 45 fault observed in the archive review is unrelated to the reported complaint. The root cause for ua 45 fault could not be determined. However, per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The results for the battery management assessment confirmed improper battery management but was unrelated to the initial reported complaint. The initial complaint was not verified as testing the platform with several test batteries could not duplicate the complaint. The platform passed final test.